Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate them and inform the FDA of products that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/28/2014). The lay user/patient¿s test strips have been returned on 07/30/2014 and evaluated by lifescan product analysis on 08/26/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results with unknown figures. This complaint is being reported because there was an allegation of inaccuracy and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.